Event description:
The customer obtained two erroneous low sodium (na) and one erroneous high chloride (cl) results on two patients generated by the synchron cx5 delta clinical system. The erroneous results were not reported out of the laboratory; hence no patient treatment was affected by this event. The customer recalibrated the instrument and repeated the runs. The customer declined troubleshooting the event and requested service to investigate the event.

Manufacturer narrative:
The samples were collected in a vacutainers tubes, lithium heparin, 12x100. The samples were centrifuged at 3000rpm for 10 minutes at ambient temperature. Per customer, qc prior to the event was within lab-established ranges, but data provided indicates that na qc was high prior to the event. Na qc was rerun with lower recovery, but the data does not indicate acceptable ranges. A field service engineer (fse) bleached the flow-cell and replaced the carbon bridge. As a preventive measure the fse also replaced the na, k, cl and ca electrodes and verified performance. Per fse, the most likely failure mode was the carbon bridge.